Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the screen doesn't work properly. The user attempted to recalibrate the screen, but the issue persists. The user removed the screen protector and cleaned the screen, but this did not resolve the issue. Portions of the screen are unusable. There was no patient involvement at the time of the event, therefore no patient or user health consequences or impact occurred. The user has taken the device out of service at this time.